Event description:
The user facility in (B)(6) reported the vitrectomy cutter worked upon initial activation, but stopped cutting. The speed was decreased to 3000 cpm and started cutting again. The surgery was completed with no patient injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.